Event description:
During surgical procedure, bilateral total knee replacements, a piece of the posterior tibial retractor tip (approx 0.5 cm) broke off on the surgical area while performing replacement of the left knee. X-ray was taken and did not reveal any objects at the surgical area.